Event description:
A pump with failure code 812:02. This fialure code occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hospital rep.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Inspection of the device found that the failure code was caused by worn gears in the gear box.